Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4) it was discovered that the electrode belt locking nut was broken off of the trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval it was discovered that the locking nut was missing from the trunk cable connector. As a result the electrode belt was unable to securely lock into a test monitor. The root cause for the broken locking nut could not be positively identified but was likely excessive force during pt use. No adverse event occurred due to this failure. The last person to use this electrode belt did not report any problems.